Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most probable cause is dso sensor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that a patient was in the emergency room due to continued blockage detected off and on since earlier this evening with an alarm that continues. This is a continuous intravenous dosage for the diagnosis of primary pulmonary arterial hypertension. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Serial number, catalog number, model number, UDI number and device manufacture date are unknown. No information has been provided to date.